Event description:
The customer reported intermittent cable contact with an olympus autoclavable camera head. No patient harm occurred.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Based on the investigation results, a definitive root cause could not be determined. If additional relevant information becomes available, a supplemental report will be provided. Olympus will continue to monitor the device's performance in the field.